Manufacturer narrative:
September 08, 2015 09:51 am (gmt-4:00) added by (B)(6): the customer removed the sterilizable handles from service, as the lights are always operated and positioned by the o.r. Staff. A maquet field service representative evaluated the device, together with several representatives from the (B)(6). No failures were found on the handles, the locking system worked properly. The volista operating manual includes a verification of the sterile handle prior to use and provide instructions to fit the handle on the cupola. (B)(4).

Event description:
The customer reported to maquet that a sterile handle fell off and hit the head of the patient while the o.r. Staff was positioning the device using the lateral handles during an operation. The procedure was completed normally. (B)(4).